Event description:
The customer stated that the instrument did not open after sealing. This occurred after 25 seal cycles. The device was cut off with monopolar scissors. It was noted that the device was cleaned with water and gauze after every 10 activations. There was about 30ml of blood loss, which was described as ¿not excessive.¿ the surgeon continued the case with diathermy and clips. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device was returned for eval. The jaws were not stuck shut and opened and closed normally when the handle was activated. We were unable to confirm the customer¿s report.